Event description:
New information received two weeks later indicates this lead was surgically abandoned and replaced. Noise and no capture were additional observations noted. No additional adverse patient effects were reported.

Manufacturer narrative:
As of this date there is no further information available. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two years ago this patient had an aortic valve replacement and at that time, the nurse believed the atrial lead was knicked so the device was programmed to vdd mode. Today, it was reported during a longevity inquiry discussion that the lead had actually dislodged during that procedure. The patient is now symptomatic due to the lack of atrial pacing. The physician is planning a lead revision.